Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on (B)(6)23. As of the date of this report, there has been no response to the recommendation.

Event description:
Cq technician suspected possible contamination with unit (B)(6). Due to the discoloration within the water path (water tank, internal tubing, and/or external tubing), hpc testing is recommended to provide a quantitative assessment of the water quality.